Manufacturer narrative:
On (B)(4) 2014, a beckman coulter field service engineer (fse) evaluated the analyzer and replaced a broken pinch valve vl4. (B)(4).

Event description:
The customer reported an error condition of "sheath tank not full" was generated when using the coulter lh 780 hematology analyzer. A beckman coulter field service engineer (fse) was sent to the customer's facility to evaluate the analyzer. There was no report of erroneous test results associated with this event. There was no death, injury or affect to patient treatment.